Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on unknown date, and with unknown blood glucose level. Customer's blood glucose value was in 30 mg/dl. Emergency medical service was called and customer was in intensive care unit as a result of low blood glucose level. The customer was treated with glucagon shot. Customer was stated that bubbles were coming out of his mouth and he was unconscious. The insulin pump will not be returned for analysis.